Event description:
The device had damaged components and a third party part. There was no patient injury.

Manufacturer narrative:
The proximate cause was of the bezel post recall was identified and was found to be recall affected, the bezel was replaced. It was determined the proximate cause of the rear case replacement was the result of non-supported parts. It was determined the proximate cause of the left iui replacement was the result of corroded due to maintenance issues. It was determined the proximate cause of the keypad light tower replacement was the result of customer damage.

Event description:
The device had damaged and corroded components as well as a third party part.

Manufacturer narrative:
H10: this reported event and subsequent repairs were investigated through the service repair process. A review of the device history record was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. The customer reported bezel post recall was confirmed. There was no reported patient injury. This device is used for therapeutic purposes.